Manufacturer narrative:
On (B)(6) 2020, a device received under other complaint was identified as the suspected medical device for this complaint. The device was a 375cc mentor smooth round moderate profile prosthesis (catalog #:3501660, lot #: 5928315) and received by the mentor failure analysis lab on (B)(6) 2020. The relevant fields have been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-nov-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, an anomaly was observed on the anterior view, consistent with crease/fold. Leak testing was performed according to the mentor procedure, and the result revealed two tears (a and b) in the anterior aspect, measuring approximately less than 0.1 cm each. Microscopic examination of the edges of both tears revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental/updated information for mentor asr submission reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental/updated information for mentor asr submission reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor saline breast implant and experienced postoperative right-sided deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal and replacement with an unspecified mentor breast implant on (B)(6) 2020.